Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available. There were no patient consequences.

Event description:
New information received notes that the device was explanted after receiving a battery performance alert. The alert notifies the user the device may be subject to premature battery depletion due to a li cluster induced short circuit. This malfunction is likely to cause or contribute to a serious injury since premature battery depletion may result in the device being unable to deliver therapy without notice and is therefore an MDR reportable complaint. The patient condition was stable post-procedure.